Event description:
The patient reported via the manufacturer representative that impedances were over 40000 ohms on the 0-7 electrodes. The patient reported that they had a very physical job, but denied any known occurrences of injury. The lead was replaced and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted:(B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "my left lead stopped working completely last november, and I stopped feeling stimulation and somehow I broke the lead in my back". They said that they "haven't seen the doctors note yet". Pt said a manufacturing representative (rep) came out and "shut down that lead completely and did everything could with the right lead to give me some relief until I could have the surgery to repair the lead".

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type lead. If information is provided in the future, a supplemental report will be issued.